Manufacturer narrative:
Initial and final MDR 1932146 - device 1 of 3. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three extended infusion sets leakage at site event on 05-july-2024. The infusion set was in use for 3 days. No further information available.